Manufacturer narrative:
The reported events were a helix mechanism issue and unable to implant. A complete lead was returned for analysis. Analysis was normal. No anomalies were found.

Event description:
New information received confirms a helix extension issue but also notes that the observations may have been due to patient anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. It was noted that the right ventricular lead's "w" shape lead helix was not coming out properly and the physician was unable to fix the lead into the right ventricle. The lead was exchanged and replaced. The patient was stable.